Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the severely calcified right coronary artery (rca). A 1.50mm rotalink burr, rotalink advancer and rotawire were selected for use. During the procedure, when the device was delivered into 1.5mm, it was noted that the burr was stuck with the rotawire. The procedure was completed with another of the same device. No patient injury was reported.